Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, the keypad was peeling up at the ok key. The ok key was intermittently responsive. The up arrow, down arrow, and contrast keypad buttons responded appropriately. The keypad cover was removed to find contamination under the ok key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.